Manufacturer narrative:
Lead model 3889-28 lot# j0504307v implanted: (B)(6) 2005 explanted: unknown, extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2005 explanted: unknown, programmer model 3031a serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient's neurostimulator was explanted because the hcp believed the neurostimulator was defective. It was stated that "it simply does not work."

Manufacturer narrative:
Results: analysis of neurostimulator model 3023, serial# (B)(4) showed no significant anomalies. Visually the can was dented and expanded. There were burn marks from suspected cautery and the can was also scratched. There was foreign material found in the connector ports. Telemetry tested okay. There was a good stable output found from neurostimulator to cut lead on each electrode, in reference to the case and across a 510 ohm load. Analysis of extension model 3095-10, serial# (B)(4) showed no anomalies. The extension was both visually and functionally okay, with acceptable continuity and no shorts between circuits. The system test indicated a good stable output from the neurostimulator to the cut lead (referenced to case). Analysis of lead model 3889-28, serial# (B)(4) showed no significant anomalies. The lead was segmented with conductor coils crushed. There were suspected body fluids in the lead and insulation was cut. There were no shorts and the lead had acceptable continuity, in both segments. There was a good stable output from neurostimulator to all leads, referenced to the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.